Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve was distorted (oval shaped). The right coronary cusp and non-coronary cusp were in the open position, while the left coronary cusp (lcc) was in a closed position due to the leaflet tear. All leaflets were stiff, but flexible. Tissue deterioration was noted at the left commissure (lc) at the left right (lr) commissure due to visible mineralization. A tear was observed at the lr commissure. All other commissures were intact with no observed deterioration. Tan pannus was observed along the outflow rail adjacent to the right non-coronary cusp (rnc) commissure, extending to the outflow rail of the non-coronary (nc) commissure. Pannus was also observed on the outflow sewing cuff at the nc and rc. Pannus encapsulated the rnc stent post extending to the superior coaptive area of the rnc commissure. An unknown amount of pannus appears to have been removed on the inflow and outflow. Radiography showed mineralization on the lr commissure. Conclusion: analysis confirmed the clinical observation of leaflet tear which was due to calcification on left/right commissure and on the left leaflet. This tear would have caused the regurgitation. Reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 years post implant of this bioprosthetic valve, the valve was explanted and replaced due to a leaflet tear and severe mitral regurgitation. No additional adverse patient effects were reported.